Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted "tip sheared off during screw placement/normal use". Additional clinical information has been requested.